Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough, nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough, nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert, water tank, flip lid seal, wire guard, flip lid, lifting tray, bottom assembly, heater plate, dry box seal, dry box, back panel assembly. Unknown contaminate was found on the inside of the top and bottom enclosure, inside the ui and rear panels, blower box. Discoloration on flip lid seal, dry box seal, dry box, back panel assembly. Mold like bacteria was found on the flip lid. Found an insect on the back side of the dry box. Liquid ingress was observed on the p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found two error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Observe dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. Sections d8, d9, h2, h3, and h6 were updated.